Manufacturer narrative:
The customer reported tcmid: 05 (coolant diif failure) error was not confirm. During functional testing multiple power on and self-test were performed with no issue. The reported issue tcmid: 05 could not be reproduced during testing. Unrelated to the reported issue, a pin connector was found loose. To remedy the issue, the pin connector was re-seated. Once completed, the thermogard underwent final functional testing and passed with no other issue or faults. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
It was reported that during patient use the thermogard displayed tcmid: 05 (coolant diif failure) error message. Another unit was used to continue the treatment. No patient harm or consequences was reported.